Event description:
Clinical study patient ID: (B)(6), crd 985 arb pmcf stud, (B)(4). It was reported that on (B)(6) 2022, a 30mm rigid saddle ring was successfully implanted. Concomitant cardiac procedures included left atrial appendage closure, thoracic aorta repair, aortic valve replacement, and cryoablation. On (B)(6) 2022, the patient was evaluated with an electrocardiogram (ECG) for 24 hours and was noted to have a third-degree atrioventricular (av) block. On (B)(6) 2022, a pacemaker was implanted to resolve this event, and the patient was discharged. The cause of the av block was unknown since there were several concomitant procedures performed. There was no allegation of malfunction against the abbott device. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Manufacturer narrative:
An event of third-degree atrioventricular (av) block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
Subsequent to the initially filed information, it was reported that on (B)(6) 2022, an EKG showed worsening ejection fraction (ef). After consultation with cardiology, a percutaneous coronary intervention (pci) was decided. On (B)(6) 2022, a pci was performed and a drug-eluting stent (des) was implanted.